Event description:
It was reported that three was an error code with the description of 0x400. It was reviewed that there was a parity error. It was unknown if the implantable neurostimulator (ins) was off during the session. It was unknown if a CT or other radiation sources was the cause.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3387s-40, lot# v014246, implanted: (B)(6) 2007, product type: lead; product ID 64002, lot# n318565, implanted: (B)(6) 2012, product type: adapter; product ID 3387s-40, lot# v014246, implanted: (B)(6) 2007, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported that there was a power on reset (por) condition. The error code was 0400. After the patient left the clinic they looked at the physician programmer programming strip and realized that the stimulation was sill off when the patient left the clinic. The patient had not turned stimulation back on since the patient was back again. The stimulation was off going into the physician programmer session. The healthcare professional (hcp) was walked through turning the stimulator back on, which was done successfully. The patient was an epilepsy patient so the patient could not feel stimulation and did not sense benefit like other deep brain stimulation (dbs) patient being treated for different indications.

Manufacturer narrative:
Concomitant: product ID neu_unknown_ext, product type extension, product ID neu _unknown_lead, product type lead. (B)(4).

Event description:
Additional information reported the 0x400 code was present upon the first interrogation but the second seemed okay. There were no symptoms reported by the patient. The patient was doing fine and receiving effective therapy.